Event description:
The clinician reports that the day the implant was placed in ADA 5, failure occurred upon insertion. The device was forwarded to the manufacturer. At the event the patient experienced: Pain, Mobility, Bleeding and Fistula. No further patient complications were reported.